Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported positioning failure appears to be related to patient morphology/pathology. The reported tissue injury appears to be a cascading effect of the reported positioning failure. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a short posterior leaflet. A mitraclip xtw was inserted and deployed on the mitral valve. To further reduce mr, a mitraclip xt was inserted and grasping was performed. However, after several grasping attempts, the leaflets were unable to be captured, and the anterior leaflet was observed to be damaged. Therefore, the clip was removed and replaced. One clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 3. There was no clinically significant delay in the procedure.